Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the connection of a minicap transfer set (male patient connector) and titanium adapter. This occurred during patient use of the devices for peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. Integrity testing was performed and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.